Event description:
Inappropriate shock from sensing noise in boston scientific model a209 subcutaneous ICD. There appears to be a problem with header connection to ICD lead with this model generator. Root cause is not known to manufacturer. Reason for use: hypertrophic cardiomyopathy.